Manufacturer narrative:
The visual inspection showed that the shape of the plate was changed, however without deforming dimensionally the screw holes. Dimensional testing on the screw holes showed the holes within specification. The lip holes have not been found damaged. Additionally, multiple dents where found around the screw holes, likely from bending tools. Based on the investigation the root cause appears to be device unrelated user issues: a sub-optimal bending may have compromised the fit to the specific anatomy leading to the unlocking effect. Inappropriate screw selection cannot be excluded; however, despite requested no further information has been received about the type of screw used. A review of the labeling did not indicate any abnormalities. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of any material, manufacturing or design related problems were determined during the investigation. The operative technique gives the following guidance regarding contouring of plates: "all of the variax plates are pre-contoured to fit to a wide range of anatomies. Although not usually necessary, the plates may be contoured to adapt to individual patient anatomy. Design requirements are strict when it comes to shaping a plate to the clavicle. For example, the surgeon should avoid sharp bends, reverse bends or bending the device at a screw hole." [Original statement]. Additionally, the following statement can be found in the instructions for use: "contouring or bending of an implant should be avoided where possible, because it may reduce its fatigue strength and can cause failure under load. If contouring is necessary, allowed by design or prescribed by stryker osteosynthesis, the physician should avoid sharp bends, reverse bends or bending the device at a screw hole. Such action must be performed with stryker osteosynthesis instruments and in accordance with the specified procedures (see operative technique manual).¿ [original statement].

Event description:
During variax clavicle surgery, the surgeon bent the plate to adjust it to the shape of the bone. When the surgeon inserted the locking screw in screw hole of the plate, the locking screw didn't lock. Therefore the locking screw was inserted in different screw hole, but the locking screw didn't lock. The surgeon changed the plate to another plate.

Event description:
During variax clavicle surgery, the surgeon bent the plate to adjust it to the shape of the bone. When the surgeon inserted the locking screw in screw hole of the plate, the locking screw didn't lock. Therefore the locking screw was inserted in different screw hole, but the locking screw didn't lock. The surgeon changed the plate to another plate.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.